Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
While doing an attune primary knee. As the femoral components were being cemented, the insert wouldn't seat. Rep said it looked cock-eyed in the tray. At that point they put the trial in until everything hardened, and then tried against to get it to seat. After another failed attempted, it was inspected and found to have gouge in the plastic. They opened a 2nd insert, (size 5mm) and it did the same thing. A 3rd insert (size 5) was opened and implanted, but it looked easy to disengage. The ended up leaving that one in.